Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1- initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 7.0 x 200, 75cm mustang balloon catheter was selected for use. During the percutaneous transluminal angioplasty (pta) procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated. D2b - pro code (product code): fge, lit. E1- initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 7.0 x 200, 75cm mustang balloon catheter was selected for use. During the percutaneous transluminal angioplasty (pta) procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the lesion details are 60% to 70% stenosed and moderately tortuous. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 7.0 x 200, 75cm mustang balloon catheter was selected for use. During the percutaneous transluminal angioplasty (pta) procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the lesion details are 60% to 70% stenosed and moderately tortuous. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 60mm distal from the proximal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 40mm distally. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.